Event description:
It was reported that during a laparoscopic hernia procedure, there was a problem with clip formation when firing the device. A similar device was used to complete the case with no pt consequence.

Manufacturer narrative:
.